Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent replaced the power module pcb assembly. And then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
The customer evaluated their device and isolated the issue to the power module assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.